Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value in the range of 400 to over 600 mg/dl. Reportedly, low blood glucose values were 67 mg/dl treated by eating carbohydrates. Later, the blood glucose value was 267 mg/dl. No symptoms or treatment were reported for high blood glucose. Troubleshooting was declined by the customer. The insulin pump is not expected to be returned for analysis.